Manufacturer narrative:
The dealer inspected the chair. The chair was found to be beyond expected life of 5 years. The end user continued to use the chair until the scheduled replacement arrived. No further information was provided to determine why the front casters came off the ground. No return is expected. The tdxsp-cg is 6 years old it has an expected length of service of 5 years for the unit. A serial number search did not show any regular maintenance performed or parts replaced for this issue. This record will be updated if new information becomes available.

Event description:
The consumer stated his chair was having an issue with the shocks, he stated he was in a grocery store parking lot and the wheels came up off the ground. He grabbed the cart and tore the right rotator cuff.